Event description:
It was reported that peg drill fractured at the distal extremity. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(b)(4)G2: Foreign - Event occurred in Canada.H6: Mechanical (G04) - Drill. Customer has indicated that the product is in process of being returned to Zimmer Biomet for investigation. Once the investigation has been completed, a Follow-up MDR will be submitted.